Manufacturer narrative:
Initial.

Event description:
It was reported that after a cgm change and recharging a fully depleted pump battery, the pump issued repeated alerts including ¿dosing stopped¿ with instructions to connect to continuous glucose monitor (cgm) or enter a bg, and a prior alert to change the infusion set, with beeping that persisted for approximately two hours. No adverse clinical symptoms associated with temporary interruption of insulin dosing. Outcomes included resumption of automated insulin delivery once the pump received a cgm glucose value without hospitalization. Customer care provided guided device review, verification of cgm connection status in the libre 3+ menu, and confirmation that the sensor had completed warmup and that the pump resumed dosing upon receipt of the first post-warmup cgm reading. Investigation of this case revealed that the pump functioned as designed, with dosing paused during the interval without a valid cgm value and then automatically resuming once a reading was available after warmup. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction associated with cgm warmup timing and delayed initial data transmission, with no device malfunction identified.